Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 53. The self-test failed. Customer's blood glucose level was 7 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. No bolus delivery anomalies noted during testing. Device passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement adelites. No pump error alarms noted during testing, however pump error was present in the format history file due to software error. Device was received with scratched casing, scratches on display window cover, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay and severely faded end cap address label.